Event description:
A review of service data detected a reportable problem. During servicing of electrode belt sn (B)(4), the ECG "c and d" cable was disconnected. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the cable connecting ECG "c and d" to the distribution node was disconnected. The root cause for the damaged cable was likely physical abuse. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.